Event description:
It was reported a patient underwent a total knee replacement on an unknown date in 2024 and topical skin adhesive was used. The patient had a skin reaction from it. Presented with significant redness which extended underneath and a minimum of 1 inch around the adhesive, a papular rash and severe itching. They used tricinolome 1% cream & clobetasol 0.025% it was prescribed. It took about 2-3 weeks for the symptoms to fully resolve. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: patients presented with significant redness which extended underneath and a minimum of 1 inch around the adhesive, a papular rash and severe itching. Reaction was noted within 2-3 days post op. Additional information has been requested and received ¿ what is the procedure name? Total knee. ¿ what is the procedure date? N/a. ¿ what date did the reaction occur on? N/a. ¿ what does the reaction look like and how large of an area does the reaction cover? Where the mesh put down ion the incision. ¿ do you have any pictures of the reaction? Pictures are available. ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. No, product was removed in office. ¿ if medication was required, please clarify if it was prescription strength. Some kind of topical cream for the itching. ¿ can you identify the product code and lot number of the product that was used? Dermabond prineo 22. ¿ what is the most current patient status? Fine. ¿ was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? N/a. ¿ is the product available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? No. ¿please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (B)(4), practice manager for dr. (B)(6). Description of event, symptoms, manifestation of reaction infection presented with significant redness which extended underneath and a minimum of 1 inch around the adhesive, a papular rash and severe itching. What date /day post op was the reaction noted? Reaction was noted within 2-3 days post op. Was any surgical intervention performed? We treated with topical triamcinolone and oral. Hydroxyzine. Were any cultures taken? Results? Please describe how was the adhesive was applied. All prineo is applied using a thin layer of dermabond and the knee in a fully flexed position. What prep was used prior to, during or after adhesive use? Prep prior to surgery was chlorhexidine. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No allergies to formaldehyde and screening for this or other ingredients. Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? It took about 2-3 weeks for the symptoms to fully resolve. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? The single complaint was reported with multiple events. There are no additional details regarding the additional events. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.